Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician claimed the device was explanted and replaced preventatively. The patient was stable.